Event description:
It was reported that the pulse generator exhibited intermittent interrogation. Upon interrogation, auto capture test would not complete, and -please locate device- message would display. The estimated remaining longevity was less than one month. The device was replaced.

Event description:
External iliac artery and intima dissection. Possible device relation, resolved the same day and patient released. Follow up with clinical site revealed that upon sheath removal dissection occurred and was repaired.

Manufacturer narrative:
No medwatch form was received.